Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high out of range (oor) and high undefined oor rv defibrillation impedance. It was also noted that the rv defibrillation impedance was varying and there was low oor pacing impedance. Insulation damage was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.